Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor come out when trying to remove the needle. Customer also indicated that the needle does not retract automatically. Customer's blood glucose was 180 mg/dl at the time of incident. The customer was advised that the device would be replaced. No further information was given.